Event description:
Intravenous heparin infused at 175,000 units/hr instead of 1200 units/hr. Issue identified after one hr. Pt required intravenous protamine sulfate antidote. No bleeding or consequence developed. Pump set incorrectly by nurse.